Manufacturer narrative:
It was learned that the patient has been discharged from the hospital.

Manufacturer narrative:
Evaluation summary: the report of calcification was confirmed. Report of regurgitation could not be confirmed through visual observations. X-ray demonstrated moderate calcification on all three leaflets, and wireform intact. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 3mm on leaflet 3 at the inflow aspect. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 6mm on leaflet 1 at the outflow aspect. Host tissue on the stent circumference was minimal at the inflow and heavy at the outflow aspect. Calcification and host tissue restricted leaflet mobility and led to stenosis. The sewing ring was cut around the valve, and exposed the wireform on the side of the valve near commissure 2 and leaflet 2. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation.

Event description:
The patient has been discharged from the hospital.

Manufacturer narrative:
Additional manufacturer narrative: bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprostheses explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. In this case, calcification was indicated. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. The explanted valve has not been returned for evaluation. The root cause of this event cannot be conclusively determined. However, the calcification observed in this case was most likely due to a progression of the patient¿s underlying valvular disease pathology combined with the patient¿s other underlying risk factors. The device history record (DHR) review cannot be performed, as the device serial number is unknown. However, the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a bioprosthetic mitral valve was explanted after an implant duration of approximately seven (7) years due to severe mitral regurgitation, secondary to fused leaflets more likely caused by calcification. As reported, on inspection leaflets seemed to be "coated" with an inflexible layer of calcium. As reported, the valve appeared normal in structure. The patient's annulus was severely calcified and the valve was partially excised. Of note, the patient has had long term diagnosis of parkinson disease.